Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 12871231. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that microset non dehp, 1,2 filter,priming air in line alarm was going off. The following information was provided by the initial reporter: patient¿s wife called; bodyguard 323 pump alarming air in line, stated that there is nothing in the giving set from the pn bag to the pump, was connected to kabiven 2053ml bag. Pump switched off, not trained for connections and disconnections. Patient is a x5 night connection; can eat and drink, voiced patient is not eating much due to recent surgery. Not diabetic, no fluid restriction, kidney issues, stents inserted on last admission, stoma high output, catheter draining normal amount but blood still present in urine had this on discharge from hospital. Spoke with the (B)(6) at hospital: advised for patient to stay at home and follow up with the nutritional team the next day; if the patient is feeling unwell or dehydrated tonight to attend his local accident and emergency, asked for the nurse visiting tomorrow morning to assess for dehydration and assess for prn fluids if required informed patients wife, she feels it can wait until tomorrow, discussed dehydration symptoms, none voiced, is aware to attend hospital if patient feeling unwell. No harm reported. Feed was at room temperature. No issues reported during priming. Unknown how long into infusion that alarm occurred but the nurse had left.

Event description:
It was reported that microset non dehp, 1,2 filter,priming air in line alarm was going off. The following information was provided by the initial reporter: patient¿s wife called; bodyguard 323 pump alarming air in line, stated that there is nothing in the giving set from the pn bag to the pump, was connected to kabiven 2053ml bag. Pump switched off, not trained for connections and disconnections. Patient is a x5 night connection; can eat and drink, voiced patient is not eating much due to recent surgery. Not diabetic, no fluid restriction, kidney issues, stents inserted on last admission, stoma high output, catheter draining normal amount but blood still present in urine had this on discharge from hospital. Spoke with the dr (B)(6), at hospital: advised for patient to stay at home and follow up with the nutritional team the next day; if the patient is feeling unwell or dehydrated tonight to attend his local accident and emergency, asked for the nurse visiting tomorrow morning to assess for dehydration and assess for prn fluids if required informed patients wife, she feels it can wait until tomorrow, discussed dehydration symptoms, none voiced, is aware to attend hospital if patient feeling unwell. No harm reported. Feed was at room temperature. No issues reported during priming. Unknown how long into infusion that alarm occurred but the nurse had left.

Manufacturer narrative:
The device listed is not a finished medical device by bd and therefore should not have been reported. MFR# 9616066-2020-20183, is cancelled and void as a result.